Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 06, 2025 and august 07, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets through port #5. This issue was described as, ¿air being introduced into port 5 of the valve set¿. This issue occurred prior to patient use. There was no patient involvement. No additional information is available.